Event description:
Surgeon had a patient present with right knee pain in her office. The patient's original surgery was performed by surgeon on (B)(6) 2010. Surgeon decided to schedule his patient for a revision total knee replacement on (B)(6) 2013. Surgeon made an incision and dissected down through the soft tissue. He tested the implants for possible loosening. The femur and the patella were well fixed. The polyethylene insert was removed and tested the tibia. He determined the tibia may have been loose. Surgeon made the decision to remove the femoral and tibial components. The patella component remained in the patient. It's important to note that the components in the patient were all pressfit (triathlon cr femur with pa, triathlon baseplate with pa, and patella with pa). Once the components were removed, surgeon determined bone loss was minimal. He trialed new components. He determined the knee was stable and balanced. He decided to proceed with new triathlon cemented implants. He did not make any new cuts. He implanted a #3 right triathlon cr femur, a #2 triathlon cemented baseplate, and #2 13mm triathlon cs insert.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 5517-f-302, lot # sxenk, description: triathlon p/a cr beaded #3r. Cat # 5530-g-211, lot # lbj796, description: x3 triathlon insert cr#2 11mm. At this time, it cannot be determined which of these devices may have caused or contributed to the patients¿ experience. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. : product was not returned to manufacturer.

Manufacturer narrative:
An event regarding baseplate loosening involving a triathlon baseplate was reported. The event was not confirmed. Device evaluation not performed as no items were returned as they were kept by the patient. DHR review determined that the lot was manufactured and packed to specification. A chr review confirmed that there have been no similar events for the lot. The exact cause of the reported baseplate loosening could not be determined with the limited information provided; further information is needed to determine root cause. No further investigation for this event is possible at this time

Event description:
Surgeon had a patient present with right knee pain in her office. The patient's original surgery was performed by surgeon on (B)(6) 2010. Surgeon decided to schedule his patient for a revision total knee replacement on (B)(6) 2013. Surgeon made an incision and dissected down through the soft tissue. He tested the implants for possible loosening. The femur and the patella were well fixed. The polyethylene insert was removed and tested the tibia. He determined the tibia may have been loose. Surgeon made the decision to remove the femoral and tibial components. The patella component remained in the patient. It's important to note that the components in the patient were all pressfit (triathlon cr femur with pa, triathlon baseplate with pa, and patella with pa). Once the components were removed, surgeon determined bone loss was minimal. He trialed new components. He determined the knee was stable and balanced. He decided to proceed with new triathlon cemented implants. He did not make any new cuts. He implanted a #3 right triathlon cr femur, a #2 triathlon cemented baseplate, and #2 13mm triathlon cs insert.